Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: it was confirmed that the returned screw have damaged locking ring. The locking ring appears to be slightly pulling out from one side of the screw head. No relevant manufacturing issues were identified as all released units met stryker specifications. Conclusion: the plausible root causes of this failure mode are: freehand use during screw insertion, inserter loosening during surgery, inserting not fully threading, user unfamiliar with system, interaction between cage/screw/inserter, outer diameter of clip is too large, general use error.

Event description:
It was reported that; on (B)(6) 2015, 1 6mm 4 degree and 2 screws dia 3.5mm x 10mm were implanted for cervical disc herniation. During following up on (B)(6) 2015, screw backout was noticed. The revision surgery will be performed, but the date is not decided.

Event description:
It was reported that; on (B)(6) 2015, 1 6mm 4 degree and 2 screws dia3.5mmx10mm were implanted for cervical disc herniation. During following up on sep.16, 2015, screw backout was noticed. The revision surgery will be performed, but the date is not decided.